Manufacturer narrative:
The recieved operative reports states that, " a leaking point could not be definitely identified, but the cylinders were full of air." Additionally, the report notes that two cylinders and the pump were removed, but the reservoir was not explanted. The two cylinders and the pump were received and evaluated by the MFR. No connectors were received. During functional testing no leakage site was observed. Microscopic examination was performed. Monofilament was observed to be protruding through the outer tubing layer of the serialized outlet. A portion of monofilament was also protruding through the outer tubing layer of one of the cylinders. It was undetermined if the inner layers of tubing layer of one of the cylinders. It was undetermined if the inner layers of tubing were also compromised. The cylinder tubing ends did not match-up with the pump tubing ends. Thus, a portion of tubing between the pump and each cylinder was not received. Based on device history records, these portions of tubing contained true-lock connectors. Based on the received information and quality assurance's evaluation, qa concludes that the two above areas of damage may have caused a leak while the device was in-vivo. However, qa can not conclusively show that these two areas are leakage sites. Further, since the portions of tubing with connectors nor the reservoir were received by the MFR, qa is precluded from commenting on the status of those components.

Event description:
Per the info provided to co by the physician's office, the device was removed due to "lack of fluid in device", secondary to "failure". As reported to co the device was removed and replaced with another MFR's device. 10/18/96 upon receipt of the physician/surgeons operative report it was stated, "the cylinders were removed through incisions in the tunica. A leaking point could not be definitely identified, but the cylinders were full of air. The pump was also removed through the same incision". The MFR is in receipt of the cylinders and pump components from the initial implant on 5/4/90 however, the reservoir component was not returned. It is not known if the reservoir was left implace; the operative report did not refer to its removal. Further inquires are being made to the physician/surgeon's office regarding the disposition of this device component. Add'l serial #: 012487. Add'l lot #: 012499.